Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 80% stenosed, 45mm x 2.5 to 2.75mm, eccentric, de-novo target lesion was located in the severely calcified right coronary artery. Following predilation using 1.5x20mm maverick 2 balloon and a 2.0x20mm non-bsc balloon, residual stenosis was 40%. A 2.50 x 48 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the proximal stent was deformed. The procedure was completed with a 2.5x24mm and 2.75x24mm synergy¿ drug-eluting stents. No patient complications were reported and the patient's status was stable.